Event description:
New information received states the recommended programming changes were completed to resolve the recent instances of t-wave oversensing. The patient condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, episodes of non-sustained ventricular oversensing due to post-paced t-wave oversensing were observed. Reprogramming was performed. Patient's condition was good.

Event description:
New information received states when the patient presented to the clinic for a follow-up, another instance of post-paced t-wave oversensing was observed during pacing. Programming changes were recommended. No further information is available.